Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of d5 was noted to be leaking at the connection to a microclave connector after 11 hours of infusion. There was no patient harm.

Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of leak was able to be confirmed and replicated, but only when the microclave was not completely fastened to the female luer. Visual inspection observed no anomalies. Tactile examination revealed that the microclave was slightly unfastened from the female luer. The set performed as intended during all of the remaining functional and leak testing. The root cause of the leak was not able to be determined.

Event description:
The customer reported that an infusion of dextrose was noted to be leaking at the connection to a microclave connector after 11 hours of infusion. There was no patient harm.

Manufacturer narrative:
Omit patient date of birth of initial report. Patent dob is unknown.